Event description:
It was reported that an ilet bionic pancreas exhibited a cracked touchscreen, after which the top portion of the screen became unresponsive while the cartridge area continued to respond; the device could be unlocked but normal touch input did not function, and a replacement was issued with instructions for shutdown and data handling. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included a review of complaint details and attempts to retrieve the device for evaluation. Investigation of this case revealed that the device was not returned for analysis and no device data were available for assessment. It was concluded that the reported screen damage and loss of touch responsiveness could not be confirmed.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.